Event description:
A technician reported that a patient who had undergone lasik on the left eye reported stinging and blurred vision on the first day post-op. Initially, it was reported that the patient's flap had been displaced. Additional information received via completed questionnaire indicated that the patient saw a doctor later in the day and the flap had not been displaced. A bandage lens was placed for comfort and the patient will follow up with the doctor. The surgeon indicates that the laser is not suspected of contributing to the event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).